Event description:
A consumer reported he has "almost no vision" following intraocular lens implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported din the lot number. Additional information has been requested. (B)(4).